Event description:
It was reported by the patient that device was replaced due to "too many problems" to include 10 pounds of fluid retention and leaking valves. The patient also questioned if high voltage areas and high voltage power lines may have affected the device and resulted in the need for replacement. The patient also indicated that since the device has been replaced they have lost 10 pounds, are able to walk more and have more energy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient the pacemaker was replaced due to "too many problems" to include 10 pounds of fluid retention and leaking valves. The patient also questioned if high voltage areas and high voltage power lines may have affected the device. The patient also indicated that since getting the new device they have lost 10 pounds, are able to walk more and have more energy. The pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker. No further patient complications have been reported as a result of this event.